Manufacturer narrative:
Manufacturing date is noted as february of 2020. Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen 45 gel stent incorrect placement in the left eye. No noted injury occurred and a backup device was successfully implanted.